Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Per biomed, site rite vision was reportedly having issues with placing piccs accurately while using sherlock sensor. Sensors were recently replaced. Contact stated that PICC placement was too far when chest x-ray was completed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the following device, vision, serial number (B)(4) was returned to bes-dymax for service repair under service record number (B)(4). The vision was visually examined upon receipt and was found to be in good overall condition. The reported issue of vision (sn (B)(4)) is having issues with placing piccs accurately while using sherlock sensor. Sensors were recently replaced. PICC placement is too far when chest x-ray is completed. Please also evaluate scanner for poor image quality was unconfirmed. Evaluation of the system revealed the scanner powers on normally. The scanner was received with a haze over the lcd and multiple scratches on the lcd. The reported problem was unconfirmed. The customer did not send in their sherlock. The scanner displays an internal EKG when the sherlock 3cg tcs is connected both the yellow and white line are present. The in house sherlock was tested in every usb port and with the ac adapter connected and once without the ac adapter both times the sherlock operated normally. The image was checked with the qc phantom and passed qc standards. The scanner battery run time on a full charge was around one hour and twenty minutes. The scanner reverted back to version 0.1; turn off system restore was checked. Replaced the lenovo battery, the new run time on a full charge is around three hours. Re-imaged the scanner due to reverting back to version 0.1. The functionality of the scanner was checked and the scanner was exercised for the 24 hour burn in. The vision was subsequently inspected and tested by bes-dymax in accordance with bes-dymax standard processes and procedures and was found to fully comply with all requirements and specifications. The vision met all acceptance criteria for release.

Event description:
Per biomed, site rite vision was reportedly having issues with placing piccs accurately while using sherlock sensor. Sensors were recently replaced. Contact stated that PICC placement was too far when chest x-ray was completed.